Event description:
A consumer reported peritonitis in a patient, coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. The patient experienced peritonitis. About a week later, the patient was hospitalized for the event, however, the treatment was not reported. After about a week, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed, as there was no sample returned for evaluation. Therefore, the cause could not be determined, as no device malfunction nor use error was identified during the report. Should additional information become available, a follow-up report will be submitted.a batch review was conducted for potentially associated lot numbers h12j21028, h12j12043, h12j08017 and h12h10040 and no exceptions were observed that were related to the reported condition. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Follow up information was received reporting that the patient had started to experience stomach cramps while doing peritoneal dialysis therapy with dianeal pd4 ultrabag prior to being diagnosed with peritonitis. Treatment was not reported. The patient discontinued dianeal pd4 ultrabag therapy and recovered from the event. Should relevant additional information become available, a follow-up report will be submitted.